Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 163 mg/dl, 69 mg/dl, and 175 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. During the investigation in the investigation unit, the cassette is inserted twice in a meter. Each time a test field gets lost, therefore no measurement with the sent cassette possible. Cassette returned with only 2 strips.